Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was not able to read anything on the insulin pump. The customer¿s blood glucose was 187 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be return for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to cracked and bleeding lcd glass.